Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic with pocket erosion. The patient's pacemaker, right atrial and right ventricular were explanted, and a new system was implanted on the opposite side. Patient tolerated both procedures well and is fine before, during and after.